Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose, battery out limit alarm and insulin pump was not working. Blood glucose level at the time of the incident was 545 mg/dl. Customer stated that the insulin pump alarmed after battery change. During troubleshooting for battery out limit alarm, the alarm was able to clear. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for the analysis.